Manufacturer narrative:
Received one ercp device, in a ziploc and biohazard bag, inside the original open pouch with product label. White residue was present on the device to indicate use. A visual evaluation of the device found that it was bent slightly in the middle of the working length. No other visual defects were noted with the device. The outer diameter of the bonded joint was measured and found to be within the manufacturing specification. A functional evaluation found that an 0.035 inch guidewire could be passed through the device without issue. A second functional evaluation using a syringe found that the device did not leak along the working length. Another functional evaluation was performed by submerging the device in water and injecting air through it with syringe to check for leaks. No leaks were found in this evaluation either. The complaint could not be confirmed. A search of the complaint database revealed no additional complaints reported for the same lot.

Event description:
According to the complainant, during preparation, contrast media was injected and leaked from the device. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.